Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 10.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Updated field d4: lot number: 0033063550. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 10.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.